Manufacturer narrative:
Product analysis: the valve remains in the patient; therefore, no product analysis can be performed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. However, with the limited information and no images to review, we are unable to conclusively determine the cause for this report. In this case, bav was attempted to resolve the pvl. Subsequently, a second valve was implanted. This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, within a surgical bioprosthetic valve, the transcatheter valve was implanted at a depth of 14 millimeter (mm). Moderate paravalvular leak (pvl) was noted and a post-implant balloon aortic valvuloplasty (bav) was performed using a 22 mm non-medtronic balloon. Moderate pvl remained. Subsequently, a second transcatheter bioprosthetic valve was implanted within the first valve 8 mm higher than the first valve, which resolved the pvl. No additional adverse patient effects were reported.